Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Event description: during insertion the cannula broke in half. The break did not cause particulation. Nothing fell into the patient, everything was retrieved. A new trocar was opened to use in the case. The case was not robotic. There was no patient injury. The device was discarded after the case. Additional information received via email on 19aug2020 from applied medical health system mgr assoc: "on (B)(6) we had a ctf03 break in half when trying to insert through the incision. No pt injury to report. Was the surgeon." Intervention: replaced with a new trocar. Patient status: no patient injury occurred.

Event description:
Procedure performed: lap chole. Event description: during insertion the cannula broke in half. The break did not cause particulation. Nothing fell into the patient, everything was retrieved. A new trocar was opened to use in the case. The case was not robotic. There was no patient injury. The device was discarded after the case. Additional information received via email on 19aug2020 from applied medical health system mgr assoc: "on 8/17 we had a a ctf03 break in half when trying to insert through the incision. Please see attached pic. No pt injury to report. [] was the surgeon." Intervention: replaced with a new trocar. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, which confirmed the complainant¿s experience of a broken cannula and obturator. In the absence of the event unit, it is difficult to determine if the fractured cannula and obturator were caused by a device non-conformance. However, based on the description of the event, it is likely that the reported event was caused by the forces applied to the trocar during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.